Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation is confirmed. Upon visual evaluation, it was noted that the needle scorpion was stuck inside the scorpion shaft handle and the tip of the needle was broken. The most probable cause is applying excessive force while grasping and manipulating tissue or applying excessive leveraging forces. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury. Functional testing was not performed due to the broken needle stuck inside the scorpion handle.

Event description:
On (B)(6) 2023, it was reported by a distributor via sems that an ar-12990n scorpion needle tip broke off inside the ar-12990n knee scorpion. This occurred during an arthroscopic meniscal repair on (B)(6) 2023, the case was completed using another suture-passing device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.